Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve ventricularized at 1/3 deployment and was implanted deep at 10-14 mm which resulted in severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with no improvement in pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve at 4-6 mm. A bav was performed and the pvl reduced to moderate. No adverse patient effects were reported.